Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been hospitalized for diabetic ketoacidosis. It was reported that the customer's doctors had taken them off the pump and put them on pen. It was reported that the customer no longer wished to be on pump and would be returning. No further information or assistance provided at this time.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump had cracked case at the display window corners, cracked display window and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the delivery accuracy test.